Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, false atrial fibrillation episodes were detected and atrial extra systoles were diagnosed by the physician. No intervention was performed, the patient was stable and will continue to be monitored.